Event description:
4 days following a coronary drug eluting stenting treatment procedure the patient died of a possible sub acute thrombosis. In 1/2005 a taxus express2 2.5 x 20 mm drug eluting stent was implanted into the left anterior descending artery (lad). On the fourth day, the patient presented urgently with chest pain. The manifested pain was followed by cardiogenic shock and then the patient stop breathing. An ECG was performed and the patient was brought to the cardiac catheterization lab. The target area was direct stented with a taxus 2.5 x 20mm stent which covered the orgin of the 1st and 2nd diagonals. It was then post-dilated with a 3.0 balloon. A taxus 2.5 x 12 mm stent was placed distal to the 1st. A guide wire was then passed to the 2nd diagonal and a 2.5 x 9 mm balloon was used to post-dilate that area. It was also noted that there may have been a spasm associated with the stent. The patient expired same day. In the opinion of the physician the stent thrombosis is presumed and was related to the taxus stent. Additional information for this event has been requested. A supplemental report will be sent if additional information is received.